Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 54mm trident cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient is being revised for hip pain. The stem was well fixed, the surgeon noted that the cup was malpositioned so the surgeon revised.